Event description:
Patient in a cat scan with patient who was on ino and the ventilator. Patient was getting an abdominal scan. Ventilator started alarming and the screen said service error and was not delivering breaths to patient. Started bagging patient through the nitric oxide and another coworker retrieved a different ventilator. New ventilator was put on patient. Patient did not decompensate during this event.